Manufacturer narrative:
Specimens were collected in lithium heparin plasma tubes and were centrifuged for 10 minutes. Qc performed after the event failed. Customer attempted to recalibrate accu tni and the calibration failed. Customer was advised to discontinue running instrument until service arrives. A field service engineer (fse) was dispatched: the fse inspected the instrument and found dispense probe #3 tubing pinched between probe plates and tubing was severed. The fse replaced the dispense probe #3, aspirate probes and cleaned spilled wash buffer. The fse ran a diagnostic testing, precision run and qc; all results were acceptable. The instrument was verified as performing to all published performance specifications. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained troponin (accu tni) results above the ami cut-off on three patient samples. Upon re-run the patient samples on another instrument accu tni results were in the normal reference range. The initial results were reported out of the lab and corrected reports were sent. Customer was not made aware of any injury or change in patient treatment associated with this event.